Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. The customer's blood glucose was 202 mg/dl. The customer would continue to use the pump for basal delivery and would use insulin shots for bolus delivery.